Event description:
The pt's father reported that on (B)(6) 2014 his son activated a new pod and his blood glucose was in normal range. During the night he woke up with a fever and he was also throwing up. His bg was reading in the 300's so he gave him a correctional bolus using the pdm calculator (exact dose was not provided). On (B)(6) 2014 his bg reached "high" (>500 mg/dl) so they called his healthcare provided who advised them to take him to the hosp. Upon arrival he was admitted for diabetic ketoacidosis and the pod was then removed. His son was still in the hosp at the time of the call. He did not provided any further info regarding the hospitalization or his treatment.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.